Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous left anterior descending artery which contained a significant bend. The lesion was not pre-dilated. The 2.5x28mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the physician removed the device from the pt, stent damage was noted. The procedure was completed with another stent and the lesion was post-dilated. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).